Event description:
Customer stated pt sample for calcium as 7.1 mg/dl. Same sample was repeated with a result of 8.1 mg/dl. The initial result was not reported and therefore no pt treatment based on the result. A roche field service representative visited the account and determined that the detergent was not dispensing. Filter was cleaned and proper installation was ensured.